Event description:
A customer reported on the first completed load of a cassette in a sterrad 100s, the sealsure chemical indicator tape and sterrad chemical indicator strips did not change colors. No instruments were released for us on the load that the chmical indicator strips and tape did not change colors so no patients were impacted by the event. The facility reportedly placed the box of used cassettes next to the sterrad and an employee inadvertently inserted a used cassette into the sterilizer.